Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# doh-mw5031620) in united states on 16-oct-2013 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted and experienced cold/flu/allergy like symptoms, anemia, fatigue, excessive bleeding and clots during menstrual cycle, unexplained rashes that come and go, terrible taste in my mouth, nauseous, vomit, my lips swell beyond recognition, constantly in a fog, loss of concentration, loss of balance, weight gain, back pain, anxiety, high blood pressure, panic attacks, major cramping all the time, painful intercourse, stomach becomes so bloated I look like im pregnant, headaches that end up in a migraine, losing a lot of hair, joint pain that never go away, muscle pain that never go away, dizziness, insomnia, crying, and sadness. The consumer's medical history included miscarriages and ectopic pregnancy. No information given on consumer's drug history, on consumer's concurrent conditions and concomitant medication. No nickel test was performed. On (B)(6) 2007 the consumer had essure (ess205) (fallopian tube occlusion insert) inserted, lot number 624493. In (B)(6) 2007 the after the consumer had the essure procedure, she has been suffering several health issues. She started to experience cold/flu/allergy like symptoms just a few weeks after the procedure. She now has anemia and fatigue due to the excessive bleeding and blood clots during her menstrual cycle, unexplained rashes that come and go, a terrible taste in mouth that makes her nauseous and vomit, her lips swell beyond recognition, she was constantly in a fog, loss of concentration, loss of balance, weight gain, back pain, anxiety, high blood pressure, panic attacks, major cramping all the time and painful intercourse, her stomach becomes so bloated she looks like she is pregnant, headaches that end up in a migraine, losing a lot of hair, joint and muscle pain that never go away, dizziness, insomnia, crying, sadness. She can¿t even play with her children. She feels like she has missed out on their lives for the past 6 years. She really want to have this essure coil removed. The outcome of the events was unknown. Reporter causality: the relationship between events and essure (ess205) was not reported. **fup information was received: no new clinical information was received **follow-up received on 23-jan-2014: product technical complaint investigation and final assessment received. This adverse event report is related to a product technical complaint (ptc) ¿ incident report. (B)(4). If the outcome of the ptc investigation confirms a quality defect or a counterfeit, this will be communicated in a follow-up report. Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per (B)(4). Medical assessment: the reported medical events are not indicative for a quality deficit per se. The events were reported with an occurrence over a long period of 6 years and are of broad nature. No further ae case reports have been received to date in relation to batch no. 624493. No batch signal could be identified. No complaint sample was provided for further technical investigation. The review of the lot history records found that the product met product release specifications. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Follow-up received on 17-feb-2016 new reporter added. No new clinical information provided. Legal claim received from lawyer on 12-jul-2016: after being implanted with essure in (B)(6) 2007. This plaintiff suffered from severe and permanent injuries. Most recent follow up information incorporated above includes: on 04-dec-2017: event pt was updated from depressed mood to depression. Newly added events- excessive bleeding every 2 weeks, high blood pressure, major cramping all the time, dental issues, pain and suffering, vaginal pain (pain/pressure discomfort), nickel allergy/I have never been able to use any type of jewelry that¿s not gold due to allergic reaction, hives, uti (urinary tract infection). Event outcome of cold or flu like symptoms, anemia, fatigue, excessive bleeding every 2 weeks, blood clots during menstrual cycle, unexplained rashes, bad taste in my mouth that made me nauseous, constantly in a fog, loss of concentration, loss of balance, weight gain, back pain, anxiety, high blood pressure, panic attacks, major cramping all the time, pain during intercourse, bloated all the time migraines, hair loss, joint and muscle pain that never went away, insomnia, sadness, crying and dental issues was not recovered / not resolved. Event outcome of flu-like symptoms, excessive bleeding, unexplained rashes, anemia, fatigue, unpleasant taste in mouth, nausea and vomiting, brain fog, balance loss, weight gain, concentration loss, severe and persistent back pain, anxiety, high blood pressure, panic attacks, cramping, pain with intercourse, joint and muscle pain, bloating, and migraines was recovering / resolving. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: doh-mw5031620) on 16-oct-2013. The most recent information was received on 24-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('major cramping all the time/severe and persistent pelvic pain (severe cramp like stabbing that got worst when I walked up the stairs or moved around to much)') and genital haemorrhage ('excessive bleeding every 2 weeks') in a female patient who had essure (ess205) (batch no. 624493) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth on (B)(6) 2007, live birth on (B)(6) 2005, live birth in 1993, live birth in 1988, recurrent abortion, ectopic pregnancy, multigravida, parity 4, gestational diabetes, metrorrhagia, depression, seasonal allergy, breast reduction and allergic reaction to analgesics. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included fibromyalgia. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and myalgia ("muscle pain that never go away/muscle pain that never went away (hurt when I moved and walked and did the everyday routine)/fibromyalgia"). In (B)(6) 2007, the patient experienced nausea ("nauseous / nausea") and abdominal pain ("major cramping all the time"). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced nasopharyngitis ("cold/flu/allergy like symptoms"), influenza like illness ("cold/flu/allergy like symptoms/cold or flu-like symptoms"), hypersensitivity ("cold/flu/allergy like symptoms/hypersensitivity reaction"), dysgeusia ("terrible taste in my mouth/unpleasant/bad taste in mouth"), disturbance in attention ("loss of concentration/concentration loss"), balance disorder ("loss of balance"), back pain ("back pain severe and persistent back pain") and arthralgia ("joint pain that never go away/joint pain that never went away(hurt when I moved and walked and did the everyday routine)"). In (B)(6) 2007, the patient experienced anaemia ("anemia") and abdominal distension ("stomach becomes so bloated I look like im pregnant/bloating/ bloated all the time"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("excessive bleeding and clots during menstrual cycle"), rash ("unexplained rashes that come and go"), dyspareunia ("painful intercourse / pain with intercourse") and migraine ("headaches that end up in a migraine/migraines") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced anxiety ("anxiety/mental anguish"), panic attack ("panic attacks"), alopecia ("losing a lot of hair/hair loss"), insomnia ("insomnia"), crying ("crying") and depression ("sadness/depression"). In (B)(6) 2008, the patient experienced the first episode of hypertension ("high blood pressure"). In (B)(6) 2008, the patient experienced tooth disorder ("dental issues"). On an unknown date, the patient experienced vomiting ("vomit / vomiting"), lip swelling ("my lips swell beyond recognition"), feeling abnormal ("constantly in a fog/brain fog"), the second episode of hypertension ("high blood pressure"), dizziness ("dizziness"), pain ("pain and suffering"), vulvovaginal pain ("vaginal pain (pain/pressure discomfort)"), allergy to metals ("nickel allergy/I have never been able to use any type of jewelry that¿s not gold due to allergic reaction"), urticaria ("hives/ rash like hives"), urinary tract infection ("uti (urinary tract infection)"), depressed mood ("sadness"), abdominal pain lower ("cramping") and vulvovaginal discomfort ("vaginal discomfort"). The patient was treated with amitriptyline, duloxetine hydrochloride (cymbalta), ferrous sulfate, losartan, sertraline, tramadol and surgery (total laparoscopic hysterectomy bilateral). Essure (ess205) was removed. In 2013, the pelvic pain, back pain, arthralgia and myalgia had resolved. At the time of the report, the genital haemorrhage, influenza like illness, anaemia, fatigue, rash, dysgeusia, nausea, vomiting, feeling abnormal, disturbance in attention, balance disorder, weight increased, dyspareunia, migraine and abdominal pain lower had resolved, the nasopharyngitis, hypersensitivity, menorrhagia, lip swelling, the last episode of hypertension, dizziness, crying, abdominal pain, vulvovaginal pain, allergy to metals, urticaria, urinary tract infection and vulvovaginal discomfort outcome was unknown, the anxiety, panic attack and abdominal distension was resolving and the alopecia, insomnia, depression, tooth disorder, pain and depressed mood had not resolved. The reporter provided no causality assessment for lip swelling and nasopharyngitis with essure (ess205). The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, arthralgia, back pain, balance disorder, crying, depressed mood, depression, disturbance in attention, dizziness, dysgeusia, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hypersensitivity, influenza like illness, insomnia, menorrhagia, migraine, myalgia, nausea, pain, panic attack, pelvic pain, rash, tooth disorder, urinary tract infection, urticaria, vomiting, vulvovaginal discomfort, vulvovaginal pain, weight increased, the first episode of hypertension and the second episode of hypertension to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2013: the right fallopian tube is marked with orange ink and measures 8.0 cm in length with a diameter varying from 0.6 to 0.8 cm. The serosa is pale tan, the fimbria are red brown and fused. The lumen contains coiled essure wire. The left fallopian tube measures the left fallopian tube measures 8.5 cm in length with a diameter varying from 0.4 to 1.2 cm. The serosa is pale tan, the fimbria are red brown and fused. The lumen contains coiled essure wire.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, migraine. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ FDA evaluation codes: method: 3317 ¿ manufacturing review. Results: 3221 ¿ no results available since no evaluation performed. Conclusions: 67 ¿ unable to confirm complaint; 92 ¿ device not returned. Medical assessment: the reported medical events are not indicative for a quality deficit per se. The events were reported with an occurrence over a long period of 6 years and are of broad nature. No further ae case reports have been received to date in relation to batch no. 624493. No batch signal could be identified. No complaint sample was provided for further technical investigation. The review of the lot history records found that the product met product release specifications. At time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events: sadness, cramping, vaginal discomfort were added. Event outcome were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.